Manufacturer narrative:
(B)(4). The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a procedure performed on an unknown date. Though the exact procedure type cannot be confirmed, the procedure was reported to either be a colonoscopy or esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, the clip was deployed at the desired site of bleeding; however, the clip failed to release from the catheter even after efforts were taken at the handle to release the device. Reportedly, the clip was eventually released from the catheter. The patient bleeding was exacerbated, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.